Manufacturer narrative:
Record review. Result - received one hemo-flow catheter. The blue female luer is broken off at the base of the stem. A portion of the luer remains bonded inside the extension tubing. The device had been implanted for over one year. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. The female luers are manufactured to and meet i.s.o. Standards. We are unable to determine the cause or factors which contributed to this event.

Event description:
It was reported that when they tried to connect the venous blood tubing to the catheter prior to dialysis, the blue female luer broke. There was no blood loss or ill effects to the patient reported.